Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a total power failure alarm while powered by internal battery followed by a safety reset, and a circuit configuration alarm after ventilation resumed. Performance testing could not reproduce the reported total power failure alarm. The circuit used at the time of the event is not known to resmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported total power failure alarm followed by a safety reset was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that a patient experienced a decrease in oxygen saturation after the astral device underwent a safety reset following a total power failure alarm. Following the automatic restart and resumption of ventilation, the device displayed a circuit incorrectly configured alarm. The patient was removed and placed on a replacement device.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device experienced a decrease in oxygen saturation after the device went into a safety reset following a total power failure alarm. Following the automatic restart and resumption of ventilation, the device displayed a circuit incorrectly configured alarm. The patient was removed and placed on a replacement device.